Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the product has been in operation for more than 6 years, and it is assumed that a problem occurred in which the pip port does not operate due to deterioration of parts on the dp board set over time due to long-term use and a failure condition of the dp board.

Manufacturer narrative:
The device was received by olympus for evaluation. The user facility initially reported picture in picture issues but follow up with the reporter on this report revealed that it was more power issues with the device. Olympus testing did identify a faulty patient board which cause no signals to the picture in picture but it was also identified that device had a older main switch which required upgrade. Additionally, the device was equipped with updated software. The device was serviced and returned to the user facility.

Event description:
The user facility reported that the device was having power switch issues but couldn't confirm more details regarding the picture from the device. The reporter stated this occurred during preparation for use so there was no patient involvement. No additional information was provided.